Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose was 240, 260, and 140 with a 33% difference within 10 minutes. Pt did not experience any adverse events. No further info has been reported.